Event description:
It was reported that the customer was hospitalized. She stated she had a malfunction with an insulin pump and she was waiting for another insulin pump replacement. The customer received the new insulin pump, but had not been trained on it yet, so she was not on insulin pump therapy and stated because of this, she was hospitalized. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.